Manufacturer narrative:
(B)(4). Malfunction information could not provided). Additional information has been requested- should additional information be received, a supplemental MDR will be submitted.

Event description:
According to the reporter, a patient underwent a wedge resection procedure. Post-operatively, the patient developed horner's syndrome. The patient was reoperated on based on pathology findings to remove the remaining portion of the lobe. Once removed, the horner's syndrome went away. The lobe section was removed including the trs material. No complications were reported during the reoperation. No additional information could be provided.